Event description:
It was reported that during y-mesh placement, the patient experienced bladder perforation but did not require additional treatment. No further patient complications were reported.

Manufacturer narrative:
Block a2: the exact age of the patient is unknown. However, it was reported the patient was around 51-60 years old. Blocks d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: patient code e2114 captures the reportable code of perforation.

Manufacturer narrative:
The exact age of the patient is unknown. However, it was reported the patient was around 51-60 years old. The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Patient code e2114 captures the reportable code of perforation.

Event description:
It was reported that during y-mesh placement, the patient experienced bladder perforation but did not require additional treatment. No further patient complications were reported.